Event description:
It was reported that the pump battery was not charging. Multiple power sources were used. Customer's blood glucose was 174 mg/dl. As pump battery had a partial charge, customer continued to use pump for insulin therapy.